Manufacturer narrative:
A review of the mfg documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records for the device found them to be satisfactory. This is the final report.

Event description:
A report was rec'd that a pt was experiencing soreness and irritation at the pocket site. The physician determined that the pocket site looked like it was opening up and prescribed antibiotic augmentin. All symptoms have now subsided, and the pt is reportedly doing well.